Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a female patient of unspecified age and origin. Medical history was not reported. Concomitant medications included acarbose for an unspecified indication. The patient received insulin lispro (rdna origin) injections (humalog 100u/ml) via cartridges with a humapen (unknown body type), 16 units each morning and 10 units each evening, subcutaneously for the treatment of diabetes mellitus, beginning in 2005 or 2006. Sometime in 2016, she was hospitalized three times due to her blood glucose being sometimes high, some times low, and hypoglycemia. Furthermore, in 2017, she had been hospitalized two times due to her blood glucose sometimes being high, sometimes low, and hypoglycemia ((B)(4), lot number: unknown). No further details such as admission and discharge dates, laboratory tests performed, corrective treatments, and outcome of the events were provided. Insulin lispro therapy was ongoing. The user of the humapen and his/her training status was unknown. The humapen general duration of use was of approximately 12 years, and the suspect humapen duration of use was not reported. The action taken with humapen was unknown, and its return was not expected. The reporting consumer did not know if the events were related to insulin lispro therapy, and did not provide an assessment of relatedness between the events and humapen. Edit 15jun2017. Case was opened to enter medwatch device fields for device mailing. No new information. Edit 22-jun-2017: pc number was received and processed appropriately. Narrative was updated accordingly. No further changes were done to the case.

Manufacturer narrative:
(B)(4).   No further follow up is planned. Evaluation summary: a female patient experienced increased blood glucose and hypoglycemia when using a humapen (unspecified device). The patient reported no specific malfunction of the device. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned a female patient of unspecified age and origin. Medical history was not reported. Concomitant medications included acarbose for an unspecified indication. The patient received insulin lispro (rdna origin) injections (humalog 100u/ml) via cartridges with a humapen (unknown body type), 16 units each morning and 10 units each evening, subcutaneously for the treatment of diabetes mellitus, beginning in 2005 or 2006. Sometime in 2016, she was hospitalized three times due to her blood glucose being sometimes high, some times low, and hypoglycemia. Furthermore, in 2017, she had been hospitalized two times due to her blood glucose sometimes being high, sometimes low, and hypoglycemia (pc: (B)(4), lot number: unknown), (pc: (B)(4), lot number: unknown). No further details such as admission and discharge dates, laboratory tests performed, corrective treatments, and outcome of the events were provided. Insulin lispro therapy was ongoing. The user of the humapen and his/her training status was unknown. The humapen general duration of use was of approximately 12 years, and the suspect humapen duration of use was not reported. The action taken with humapen was unknown, and its return was not expected. The reporting consumer did not know if the events were related to insulin lispro therapy, and did not provide an assessment of relatedness between the events and humapen. Edit 15jun2017. Case was opened to enter medwatch device fields for device mailing. No new information. Edit 22-jun-2017: pc number was received and processed appropriately. Narrative was updated accordingly. No further changes were done to the case. Update 28jun2017. Additional information received 28jun2017 from the product complaint safety database. On the device tab entered the device specific safety summary (dsss), updated the (B)(4) device information, updated the medwatch field with the device information and the narrative was updated accordingly. Edit 12-jul-2017: product complaint (B)(4) was received and processed appropriately. Narrative was updated accordingly. No further changes were done to the case.